Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported an animal underwent a veterinary procedure on (B)(6) 2018 and suture was used. The suture separated from the needle at the swage. A like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Evaluation: a needle and a dispensed suture piece of product were returned for analysis during the visual inspection of sample, the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification for suture remnant. Also, several marks on the edge of the needle that appears to be by the use of a surgical instrument was observed. The suture was examined along of strand and the ends suture were cut appears to be by use of a surgical instrument was noted. This condition caused the needle pull. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. According the condition of the sample received, the assignable cause of performance - pull off suture needle suggest an improper handling of the sample.